Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31766807l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during slow pathway ablation procedure with a thermocool smarttouch sf catheter, the patient experience atrioventricular block (avb). Extended hospitalization was noted. The conduction ratio returned to 2:1 avb after the procedure. No abnormalities were observed prior/during use of the product. The information indicated that the patient's condition improved from the original adverse event diagnosis.

Manufacturer narrative:
On 23-mar-2026, bwi received additional information indicating that the patient was an asian male, which is now reflected in section a5 and a6 of this report. It was also confirmed that the adverse event occurred during use of the complaint device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).